Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, provocative testing was performed and revealed noise on the right ventricular (rv) lead resulting in high ventricular rate episodes. The event was resolved by reprogramming the device. The patient was in stable condition and will be monitored at follow-up.